Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements of 136 ohms. Technical services (ts) was consulted, and further in office evaluation was recommended. No adverse patient effects were reported. This system remains in service.